Event description:
It was reported that there was a kink in the body of the wire. It was reported that there was no adverse patient event. No additional information was provided. A review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer. The delivery tube was separated. It was reported that there was no further information available regarding this additional finding.

Manufacturer narrative:
One non-sterile dsc orbit was received broken in two parts. Also, it had some bends along delivery tube. Broken section was at 154.3 cm from proximal end. Coil was received attached to the gripper. No other visual anomalies were noted. Manufacturing recoreds for involved lot were reviewed and results indicate that product met quality requirements for product acceptance. The cause of the bend and broken delivery tube could not be conclusively determined. Inspections are in place to prevent damaged dcs orbits from leaving the facility. Corrective actions have been opened to investigate this issue. There is no information available regarding the specifics of when the reported kink occurred; therefore, it is not possible to determine if patient vessel characteristics or procedural factors contributed to the reported kink. Because the only product malfunction noted by the affiliate was that the delivery tube was kinked, and a break in two separate pieces would have been obvious to the user, it appears the separation into two pieces occurred after normal use of the product. The separation may have occurred during post procedure handling and packaging for return.